Manufacturer narrative:
Product was returned for evaluation. Visual findings did not observe any damage to the unit during visual inspection. Evaluation of the returned device found the unit does not sound when it should due to a bent sensor pin. Possible cause for this failure is suspected to be caused by the bent sensor port pin shorting out the adjacent pin. When the pin was bent back into its original position the unit functioned as intended. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported 1 of 8345 sitter elite not working properly. When patient is on sensor the alarm will alert. However when getting off the sensor the alarm will not alert / notify staff. Staff had changed the sensors a few times and the alarm will continue to alarm. No patient injury.